Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pumpadditional text: repositioningspecific component(s) involved: outflow graft malfunction/malpositionadditional text: cannula against ventricular septumother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : repositioning of blood pumpimplant device type: lvadmalfunction device type: